Event description:
A customer reported to beckman coulter inc (bec) that bloody fluid was leaking on the right front side of the coulter lh750 hematology analyzer. The leak was less than 5ml and was contained within the instrument. The operator was wearing gloves, a lab coat, and eye protection at the time of the incident. There was no report of exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet was not reviewed, but an exposure control or risk management plan is in place. There was no impact to patient results. There was no report of death, injury or change to patient treatment associated with this event. The field service engineer (fse) found a leak at the "t" fitting for the retic and diff sample lines to connect to the common flow cell sample line. The tubing leaked from around the tubing ends over the fittings. The "t" fitting and sample lines were replaced. The "t" fitting that attaches to the retic and diff sample lines and the common flowcell sample line may contain blood, 5c cell control, retic-c cell control, diluent, lh series pak (erythrolyses ii and stabilise), and lh series retic pak (reagent a and reagent b) during normal operation and lh cleaner (coulter clenz) during shutdown. The service activities performed were verified per the established procedures and the results met the performance specifications.

Manufacturer narrative:
(B)(4).